Manufacturer narrative:
It was discovered on (B)(6) 2020, that patient's sex was erroneously omitted in initial report. Correction sex should be f. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. During the visual inspection, the device was found to be ruptured, it was received in two parts. Microscopic examination was performed and the cause of the tear could not be identified. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian patient who underwent primary breast augmentation surgery with two contour profile gel clinical breast implants experienced bilateral rupture post procedure. As a result, patient had an explantation on (B)(6) 2020. Originally, two serial numbers of the complaint device were provided (B)(4), but that with the information provided, we were not able to confirm which. Additional information was received on 8/5/2020, confirming bilateral rupture upon explantation surgery on (B)(6) 2020. Therefore, (B)(4) will be reported.